Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the battery compartment was cracked and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2017 with the following findings: review of the black box data did not reveal any evidence of power on reset events. The returned battery cap was intact, without damage and able to fit properly onto the pump. Manipulation of the battery cap while on the pump did not result in power interruption. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the alleged power issue. Damage to the pump was confirmed; the battery compartment was noted to be cracked.